Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: pfna failure medial migration. Surgeon noted a technical issue with reduction that caused varus collapse and migration into femoral head. Patient was revised to a proximal femoral plate (pfp). There was a prolongation of hospital stay for the patient. This is on an unknown proximal femoral nail antirotation. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. This report is on an unknown nail, part and lot numbers are unknown. Add'l pro code: hwc. Without a lot number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.